Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (multiple gestation - twins), parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007, (B)(6) 2007), breathlessness, dysfunctional uterine bleeding and abortion spontaneous. Previously administered products included for pregnancy prevention: nora plant from 2000 to 2006. Concurrent conditions included bacterial vaginosis, leiomyoma of uterus, unspecified, alcohol use, marijuana use, tobacco user and obesity. Concomitant products included promethazine (phenergan) for nausea and ibuprofen (motrin) for pelvic pain female. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain/pain") and abdominal pain ("cramping"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/menorrhagia/abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), headache ("headaches/migraines / headaches"), migraine ("migraines/migraines / headaches") and abdominal pain lower ("cramping"). The patient was treated with vicodin. Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, migraine and abdominal pain lower outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, pregnancy test positive (discrepancy noted per mr). On (B)(6) 2006 (as reported in pfs, discrepancy noted in date of insertion). After placement of essure coils right side with 3 coils visible from the endometrial cavity and the left side with 5 coils visible from the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: no placement issues with coils were noted. Ultrasound scan - on (B)(6) 2015: presence of fibroids. Essure confirmation test : dye test (3 months later) : successful. Pap hpv high risk +CT/gc. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 626398, 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (multiple gestation - twins), parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007, (B)(6) 2007), breathlessness, dysfunctional uterine bleeding and abortion spontaneous. Previously administered products included for pregnancy prevention: nora plant from 2000 to 2006. Concurrent conditions included bacterial vaginosis, leiomyoma of uterus, unspecified, alcohol use, marijuana use, tobacco user and obesity. Concomitant products included promethazine (phenergan) for nausea and ibuprofen (motrin) for pelvic pain. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain/pain") and abdominal pain ("cramping"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/menorrhagia/abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), headache ("headaches/migraines / headaches"), migraine ("migraines/migraines / headaches") and abdominal pain lower ("cramping"). The patient was treated with vicodin. Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, migraine and abdominal pain lower outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, pregnancy test positive (discrepancy noted per mr). On (B)(6) 2006 (as reported in pfs, discrepancy noted in date of insertion). After placement of essure coils right side with 3 coils visible from the endometrial cavity and the left side with 5 coils visible from the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: no placement issues with coils were noted ultrasound scan - on (B)(6) 2015: presence of fibroids. Essure confirmation test : dye test (3 months later) : successful. Pap hpv high risk +CT/gc. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding(vaginal, menorrhagia), migraines / headaches, cramping was added. Patient's concomitant medications and relevant medical history were added. On (B)(6) 2018: no new clinical information received. On (B)(6) 2018: medical history, concurrent conditions and reporters were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections') and genital haemorrhage ('heavy bleeding/abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (multiple gestation - twins), parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007, (B)(6) 2007), breathlessness, dysfunctional uterine bleeding and abortion spontaneous. Essure confirmation test : dye test (3 months later): successful. Pap hpv high risk +CT/gc. Previously administered products included for pregnancy prevention: nora plant from 2000 to 2006. Concurrent conditions included bacterial vaginosis, leiomyoma of uterus, unspecified, alcohol use, marijuana use, tobacco user and obesity. Concomitant products included promethazine for nausea as well as. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pelvic pains, pain/pain"). In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramping"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia) / menorrhagia / abnormal bleeding(vaginal, menorrhagia) / period lasts for months"), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), headache ("headaches / migraines / headaches"), migraine ("migraines / migraines / headaches"), abdominal pain lower ("cramping") and procedural pain ("short period of cramps after implant"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, migraine, abdominal pain lower and procedural pain outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, pregnancy test positive (discrepancy noted per mr). On (B)(6) 2006 (as reported in pfs, discrepancy noted in date of insertion). After placement of essure coils right side with 3 coils visible from the endometrial cavity and the left side with 5 coils visible from the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: no placement issues with coils were noted; in (B)(6) 2006: everything was blocked: device in place. Ultrasound scan - on an unknown date: results: total bilateral occlusion; on (B)(6) 2015: results: presence of fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Event: short period of cramps after implant were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections') and genital haemorrhage ('heavy bleeding/abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (multiple gestation - twins), parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2000, (B)(6) 2007, (B)(6) 2007.), breathlessness, dysfunctional uterine bleeding and abortion spontaneous. Previously administered products included for pregnancy prevention: nora plant from 2000 to 2006. Concurrent conditions included bacterial vaginosis, leiomyoma of uterus, unspecified, alcohol use, marijuana use, tobacco user and obesity. Concomitant products included promethazine for nausea as well as. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pelvic pains, pain/pain"). In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia) / menorrhagia / abnormal bleeding(vaginal, menorrhagia) / period lasts for months"), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding(vaginal, menorrhagia)"), headache ("headaches / migraines / headaches"), migraine ("migraines / migraines / headaches") and procedural pain ("short period of cramps after implant"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin). Essure treatment was not changed. At the time of the report, the pelvic infection, genital haemorrhage, menorrhagia, vaginal haemorrhage, headache, migraine and procedural pain outcome was unknown and the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, pregnancy test positive (discrepancy noted per mr). On (B)(6) 2006 (as reported in pfs, discrepancy noted in date of insertion). After placement of essure coils right side with 3 coils visible from the endometrial cavity and the left side with 5 coils visible from the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: no placement issues with coils were noted; in (B)(6) 2006: everything was blocked: device in place. Smear cervix - on an unknown date: pap hpv high risk +CT/gc. Ultrasound scan - on an unknown date: results: total bilateral occlusion; on (B)(6) 2015: results: presence of fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pains, heavy bleeding (seen as genital bleeding) and infections (seen as pelvic infections). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. This present case was reported with limited information; however, despite the fact that the infections started almost 3 years after insertion, and base on a positive temporal relationship and lack of alternative explanation, causality between this event and essure use cannot be totally excluded. This case was regarded as incident since a serious injury was reported and considered as related to essure use. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains") and abdominal pain ("cramping"). At the time of the report, the pelvic infection and genital haemorrhage outcome was unknown and the pelvic pain and abdominal pain had not resolved. The reporter considered pelvic infection, genital haemorrhage, pelvic pain and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2008: hysterosalpingogram result was no placement issues with coils were noted. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pains, heavy bleeding (seen as genital bleeding) and infections (seen as pelvic infections). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. This present case was reported with limited information; however, despite the fact that the infections started almost 3 years after insertion, and base on a positive temporal relationship and lack of alternative explanation, causality between this event and essure use cannot be totally excluded. This case was regarded as incident since a serious injury was reported and considered as related to essure use. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.